Manufacturer narrative:
Updated analysis summary performed by (B)(6) on (B)(6), 2022. Updated analysis summary by (B)(6) on (B)(6), 2022 retainer ring = black. Customer hospitalization reported on (B)(6), 2021, for high blood glucose. Customer reports encountering multiple insulin flow blocked alarms. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. History download was successful using thump and carelink upload was successful. In further full review in the insulin pump history found multiple insulin flow blocked alarm in the event date of (B)(6), 2021, at 06:25:21 during a bolus delivery, 06:26:00 during a bolus delivery, 06:26:36 during a bolus delivery and 08:33:46 bolus delivery. Device had minor scratched display window, scratched case, stained serial number label and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Device tested ok with no device problem found. Unable to verify customer complaint for high blood glucose. Customer alleged for insulin flow blocked alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. History download was successful using thus and care link upload was successful. Device had minor scratched display window, scratched case, stained serial number label and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they visited emergency room on (B)(6) 2021 due to high blood glucose level. The blood glucose level of customer was 600 mg/dl. The current blood glucose level was 201 mg/dl. It was unknown that customer was using insulin pump within 48 hours of reported incident. The auto mode feature was active at the time of incident. Customer was feeling sick or unwell also had symptom of vomiting and nausea. Customer was extremely dehydrated because body was rejecting fluid due to high blood glucose level. Customer was treated with intravenous insulin drip. The customer was tested for ketone and it was found normal. The insulin pump had insulin flow block alarm. During troubleshooting insulin was not exited. Customer received load reservoir complete. The insulin pump will be returned for analysis.